Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure a perforation occurred requiring the use of the graftmaster stents for treatment. The perforation was a long perforation; therefore, the plan was to place two graftmaster stents for treatment. After deployment of the first 2.8 x 16 mm graftmaster, an attempt was made to advance the second 2.8 x 16 mm graftmaster stent delivery system; however, it would not advance due to the small diameter of the vessel. The patient went into cardiac arrest, CPR was performed; however, the patient expired due to cardiac arrest caused by complications from the pericardial effusion. No additional information was provided.